Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the gear winding is slower during priming process. The customer's blood glucose value was unknown. The customer also reported insulin pump had no delivery alarm and rainbow effect behind screen has to tilt to read the screen. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device display properly and no anomaly noted. Device was received with normal operating currents and passed self-test, a21 error test. No unexpected low battery, battery out limit or failed battery test alarms during testing. Also, device passed rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. No unexpected no delivery alarm, prime/fill or rewind anomaly noted during testing.